Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash under the lifevest. The patient had an allergy to synthetic fabrics. The patient's physician advised the patient to discontinue use of the device. The medical outcome of the rash is unknown.